Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, there were air bubbles and foreign matter (dark streaking) seen in the gel of 12 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 19-mar-2025 h3. Device eval by manufacturer- yes investigation summary - bd received three (3) photos and 11 samples for investigation. After analysis, one of the customer photos shows a gel air bubble at the bottom of the tube as well as embedded foreign material (fm). Upon visual inspection, one of the 11 customer samples failed due to embedded fm, and 10 failed due to gel air bubbles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - unknown and gel airbubbles - before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, there were air bubbles and foreign matter (dark streaking) seen in the gel of 12 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected information. H10: 2300170000-2024-8010.

Manufacturer narrative:
E4: FDA notified: medsun (B)(4). There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, there were air bubbles and foreign matter (dark streaking) seen in the gel of 12 tubes. No adverse impact was reported regarding the patient or user.